Manufacturer narrative:
Investigation summary: on 03/06/2007, the customer reported erratic results (h&h not matching) since previous evening from a cell-dyn 3500. The customer investigation found intermittent incorrect results for patient samples. Samples were repeated and correct results sent out. No known impact to patient management was reported. The customer technical advocate (cta) reviewed troubleshooting performed (autoclean, correct reagents (or changed just prior) and recommended cleaning the shear valve and check peristaltic pump tubings (ppt). The customer requested a field service visit. The field service representative (fsr) found pressure intermittently out of specification (>10psi), therefore, after cleaning and finding the valve still sticky, replaced the solenoid assembly of valve 34 as a precaution. The cta reviewed faxed material and noted frequent incomplete aspirations occurring on the instrument's datalog. The cta explained to the operator that, if instrument had been idle, a background in patient mode was run prior to testing. There had been an ongoing issue with plt backgrounds. The cta noted that some samples were run after backgrounds in patient mode which showed plt background>10. The cta noted that patient examples that have flags, indicate further review is required. The customer stated qc and patient results were as expected. Labeling: the event is addressed in the cell-dyn 3500 system operator's manual, 92722-05, rev d. Section 3: principles of operation: lagging summary: pp. 3-49 through 3-59. Review of cell-dyn 3500 system operator's manual, 92722-05, rev d. Page 3-49 through 3-59 discusses the flagging seen on these patients. Such flagging requires review of a slide or following laboratory review criteria. Trending: a review of complaint reports, for the period september 2006 through february 2007, did not indicate any adverse trend for cell-dyn 3500, list 91350-01 on issues erratic results for hgb & hct match. Hemoglobin and hematocrit mismatches and flagging such as rbc morph, and intermittent aspiration errors indicated that the instrument was in need of maintenance and/or service. Cleaning the instrument and replacing a valve resolved the issue. No impact to patient management was reported. This is the final report. End or report.

Event description:
The customer states that patient results are not matching for hemoglobin and hematocrit results and that other parameters such as rbc have been erratic when using a cell-dyn 3500 sl analyzer. One patient generated an rbc=3.75m/ul, hgb=23.2g/dl, and hct=34.4%. Repeat testing yielded the following results; rbc=2.69m/ul, hgb=8.75g/dl, and hct=24.5%. A review of the datalog indicated intermittent aspiration errors occurring on patient samples. However, no aspiration error flags were generated on the runs for this patient. No impact to patient management was reported.